Event description:
Description of event according to complainant: "it is alleged that "patient had a pulmonary embolism that caused her to be admitted to (B)(6) on (B)(6) 2011. There it was determined that an ivc filter would be implanted. The same day, the cook gunther-tulip filter was inserted into patient. There were no complications at that time. After the implant of the cook filter, patient has been experiencing shortness of breath and severe and persistent chest pain, due to filter migration." Patient outcome: it is alleged that "patient suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). Pt weight: unknown as information was not provided. We presume there will be an intervention, even though information is not provided. Catalog# unknown as information was not provided but it is referred to as a gunther tulip filter. Lot# is unknown as information was not provided; expiration date is unknown. PMA/510(k) is unknown as catalog# is unknown. Unknown as lot# is unknown. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is impossible to comment of the alleged shortness of breath and severe and persistent chest pain due to filter migration, which patient experienced after filter placement. Under normal conditions, i.e. Ivc less than 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to the ivc. However, filter migration is reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Monitoring of similar reports will continue.